Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Additional information was received on 14feb2024: there was no blood loss. The only complication was a suspected hematoma for which the staff held manual pressure.

Event description:
The user facility reported that air leakage from the tr band which resulted in the balloon deflating and caused patient to develop a hematoma. The estimated blood loss was less than 250cc. The patient's pre-procedural condition, current medications (including dosages), and relevant medical history was not available. Relevant tests and lab results including dates was not available.

Manufacturer narrative:
E3: occupation: cath lab nurse manager the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.